Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center and reported that after priming on the homechoice (hc) there was about a cubic centimeter (cc) of air left at the top of the patient line. The home patient (hp) primes the machine early and puts the tubing on top of the heater bag. Tsr explained the patient line may not be priming completely with the tubing on top of the heater bag. Tsr recommended the hp re-prime the line if not primed completely. No patient injury or medical intervention was reported.